Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving unspecified low scan results compared to readings obtained on a competitor brand device and receiving unspecified third-party treatment. A sensor scan result of 91 mg/dl was reported and compared to a blood glucose result of 119 mg/dl, however it is unknown when these readings were obtained in relation to the reported medical event. No additional details were provided as customer declined to troubleshoot further. There was no report of death or permanent injury associated with this event.